Event description:
In this case, the customer reported that after performing an acquisition the images were not reconstructed because there was not enough space on the local drive. After clearing space from the local drive, the customer performed an offline reconstruction of the raw data and the images were assigned to another file with the incorrect pt name, medical record number, and accession number label. The customer recognized that there was no data in the pt file and was able to find it in another pt's file and label it correctly. There was no misinterpretation, mistreatment, or rescan associated with the event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).